Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that patient experience myocardial infarction and stent thrombosis occurred. The 90% stenosed target lesion was located in the severely calcified distal right coronary artery. A 4.00 x 28mm synergy drug-eluting stent was successfully implanted. However, 20 days later, the patient experienced a myocardial infarction and stent thrombosis was noted on the implanted stent. Aspiration of the thrombus and plain old balloon angioplasty (poba) were performed. No patient complications were reported and patient's status was stable.